Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that patient came for a regular check-up. Log file analysis showed two events of low speed alarm. The speed was dropped two times on the night of (B)(6) 2021, while attached to the power module (ppm). An x-ray of the driveline was performed, and a non-grounded cable was requested.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low speed events were confirmed based on the evaluation of the submitted log files. The submitted log file contained data spanning from 26jan2021 16:21:18 to 19feb2021 09:08:39, per the timestamp. Two low speed advisories were captured on 15feb2021 at 04:06:00 and 06:02:07 while the patient was supported by the power module. Speed dropped to as low as 7490 rpms. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, however, a specific cause for the low speed events cannot be conclusively determined. The account reported 2 low speed alarms while the patient was connected to the power module. An x-ray of the driveline was planned, and a non-grounded cable request was made. The cause of the low speed events was suspected to be a short to shield condition, and no alarms returned after the patient was put on a non-grounded cable. The account did not receive the x-ray images from the center. The patient was asymptomatic and was sent home with a non-grounded cable. The patient will be observed routinely. The device operated as expected. The patient remains ongoing on heartmate ii lvas, (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 08dec2014. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of low speed alarms was short-to-shield. There were no speed changes seen after providing the non-grounded cable. The device operated as expected. Patient had no symptoms. Patient was sent home with a non grounded cable, and will be observed routinely.